Event description:
The customer reported that during bootup the c-arm was stopping at 5 arrows and the work station monitors were blank. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A complete sbc upgrade was installed. The system was tested and found to be working as intended and returned to service.